Event description:
The customer reported on (B)(6) 2010 that unit failed to power up in the expected mode.

Manufacturer narrative:
(B)(4). The customer reported on 09/10/2010 that the unit failed to power up in the expected mode. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.